Event description:
During a total laparoscopic hysterectomy, the harmonic® 1100 shears stopped working and after attempting to troubleshoot, was found to not work. The harmonic tower prompted us to replace the instrument each time we tried to troubleshoot. We also attempted to clean the instrument which proved to not help. Doctor requested that we send the instrument back due to defectiveness.